Event description:
Information was received from a device manufacturer representative (rep) regarding a patient who was receiving 5 mg/ml dilaudid at 1.5547 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that a low battery reset and safe state occurred on (B)(6) 2016. No symptoms were mentioned and the rep was to follow-up with the healthcare provider (hcp).

Manufacturer narrative:
Analysis of the pump revealed pump battery high resistance. (B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via product surveillance registry (psr) indicated upon interrogation it was discovered that safe mode of the patient¿s intrathecal pump was activated due to reset noted to have occurred due to low battery. The cause of the catheter revision was sluggish flow of cerebrospinal fluid (csf) noted intraoperatively so the proximal catheter revision was performed.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2016. One month prior to the event, the pump had 18 months remaining until elective replacement indicator (eri). No dye or rotor studies were performed. The patient experienced increased pain, and the pump was replaced on (B)(6) 2016 due to early battery depletion. The catheter was also revised at that time, and the patient recovered without sequela.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated a 'reset occurred - low battery' message was in on the logs on (B)(6) 2016 at 13:07, 13:08, 13:09, 13:10, 13:11, 13:12, 13:13, 13:14, 13:15, 13:16, 13:17, 13:18, 13:19, 13:20, and 13:21.

Event description:
Additional information received on (B)(6) 2017 from healthcare professional via a manufacturer representative reported logs indicated a 'reset occurred - low battery' message on (B)(6) 2016 at 13:22. Patient was receiving dilaudid (hydromorphone) 5.0mg/ml for a total dose of 0.0307 mg/day at that time. Logs showed pump was in safe state on (B)(6) 2016 at 17:14. Logs indicated a motor stall recovery occurred on (B)(6) 2016 at 17:14, but no motor stall was noted in the logs. At the time of safe state and motor stall recovery occurred, patient's dose of dilaudid was changed from 0.0307mg/day to 0.2402mg/day and concentration remained the same. Additional information was provided, but was previously reported.

Manufacturer narrative:
Additional information was added to the event description.

Event description:
Additional information added to event from a healthcare professional via a company representative included it was noted patient was experiencing repeated motor stall and then finally no recovery. The pump went into "motor state/safe stsate." Motor stalls were not seen in logs received.

Manufacturer narrative:
Added UDI number and recall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.